Manufacturer narrative:
Product analysis found that visually, the pouch was open from 3 of 4 sides and contained only a size 7 emg tube. There were traces of a clear bubbly residue found at the distal end of the device. There was a clear surgical tape wrapped around the tube and the wire harness had a tape paper intact when returned. Functionally, a syringe was used to inject 20cc of air into the cuff and the cuff could not be inflated. The puncture in the cuff was noticed at the proximal end of the cuff. The puncture in the cuff measured approximately 0.104 inches in length. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device cuff air leakage. No patient involvement.